Manufacturer narrative:
The company representative examined the system and could not reproduce the reported infusion or auto gas fill (agf) events. The company representative tested the customer's agf syringes, and the radio frequency (rf) ID ring and gas fill indicator activated consistently. Several "IV fluid low" and "IV fluid empty" advisories noted in system event log; operating room personnel did not notice advisories on the display. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. (B)(4).

Event description:
A customer reported the auto gas fill was non operational during a procedure. Additional info was received reporting the customer was unable to retrieve gas from the system and a free standing gas tank and esacalon syringe was used to infuse gas to complete the procedure. There was no harm or injury to the pt.